Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device was delivering inaccurate amounts of insulin. The reporter noted that there were no alarms found in the history of the device that would indicate a interruption in insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/11/2013 with the following findings: a review of the device¿s history showed that the total daily dose of insulin added up correctly and reflected the programmed basal target. The device's history also showed that the pump was suspended for two hours followed by a sixteen hour power interruption. Additionally, there was a 2.5 unit bolus that was cancelled by the user. The unit was primed and exercised for a 24 hour period with no alarms occurring. The pump also passed a 29 hour flow accuracy test. Several boluses were performed during the test using the ¿advanced-bolus¿ function. All the boluses were successfully delivered, and history recorded accurate bolus info at the correct time and order. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.